Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant products: soundstar: model #:unknown, lot #:unknown/ lasso navigational catheter: model #:unknown, lot #:unknown. Non bwi - bard dynamic deca: model #: unknown, lot #: unknown. Carto 3 system: model #:m-4800-01, serial #: (B)(4). Coolflow pump: model #:m-5491-02, serial #: (B)(4). Stockert 70 rf generator: model #: m-5463-02, serial #: (B)(4). (B)(4).

Event description:
It was reported at the end of an atrial fibrillation (afib) ablation, the patient experienced hypotension and some tachycardia. The soundstar catheter revealed a pericardial effusion. The fluid was removed from the pericardial space. The patient was stable and had been moved out of the ep lab. Additional clarification was requested on the event, but no additional information has been provided.